Manufacturer narrative:
Device evaluation of the monitor was completed. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. Flag data review confirms a gel release. There is no treatment event found in the flag data. A reset occurred while patient was in sinus rhythm @ 80 bpm. Per review of the holter data, the patient is seen in sinus rhythm @ 80 bpm until 02:07:09 pm when holter data stops. Holter data starts again at 07:07:25 pm and the patient is seen in sinus rhythm @ 60 bpm. The root cause of the holter data fault cannot be positively identified. Zmc is unable to confirm that the alleged treatment occurred.

Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient was reportedly conscious during the event. Motion artifact contributed to the false detection. The patient pressed the response buttons during the event. The patient went to the hospital for evaluation. A nurse explained that the patient was walking out of a store with family, they reported hearing alerts, but believed they were alerts associated with something being out of place/check belt alerts. Nurse reports blue gel is present, and a treatment was believed to be delivered. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data stops and starts before and after the potential treatment event.